Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pelvic and vaginal pain, recurrent urinary incontinence, scar tissue, mesh erosion, rectal pain, difficulty making bowel movements, painful intercourse, pelvic inflammation, pressure as well as recurrent urinary tract infections, and yeast infection with discharge. No further info has been provided.